Event description:
It was reported that the customer stated they had a balloon rupture of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received 1 bardex lubrisil foley catheter and 1 all silicone foley catheter. Verified material number for all silicone foley catheter 119314 and manufacturing lot number ngjr2159. Visual inspection noted no obvious observations. Catheter 1: silicone foley catheter. Catheter filled with 10ml mbs using returned syringe. Pin hole at trifurication site measuring 0.013in. Catheter 2: bardex lubrisil foley catheter. Catheter filled with 1.5ml mbs using returned syringe. Pin hole at bifurication site measuring 0.013in. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated they had a balloon rupture of the foley catheter.

Event description:
It was reported that the customer stated they had a balloon rupture of the foley catheter.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.